Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels (600mg/dl), and ongoing low bg levels (37 mg/dl). The customer alleged that the pump was not working as intended. Reportedly, the customer went to the emergency room (ER) for the low bg. No additional information was available regarding the report events. Tandem technical support made multiple follow up attempts with customer; however, no response received.